Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: bone smartset cement: catalog#: ni, lot#: 9722464. A review of the device history records was not performed as the root cause of the reported event was determined to be unrelated to the implanted devices. The root-cause of the reported event can be traced to non-device related factors. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Despite prophylaxis, dvts can still develop which can then break free within the vessel and occlude or block the blood flow in the lungs, known as a pulmonary embolism (pe). As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported via a clinical study four days post-implantation implantation, patient presented at the emergency department for a pulmonary embolism. No further complications have been reported at subsequent follow-ups and the patient is reportedly satisfied with the prosthesis one year post-implantation.

Manufacturer narrative:
(B)(4). Medical product: gender solutions female (gsf) femoral component nonporous size 3, left: catalog#00541401601, lot#64857681; articular surface ultracongruent "size 1 2 left 11 mm height": catalog#00542801111, lot#64849694; all poly patella size 2 8 mm thickness: catalog#00542000802, lot#64825650; unknown bone cement: catalog#ni, lot#ni. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2023-00223; 0001822565-2023-00225; 0001822565-2023-00226. The products will not be returned to zimmer biomet for evaluation, as they remain implanted. The investigation is in progress. Upon completion of the investigation or receipt of additional information, a follow-up MDR will be submitted.